Manufacturer narrative:
The device evaluation has not been completed. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was found to be occluded and was explanted. According to report, the patient is doing fine.

Manufacturer narrative:
The valve met the requirement for leak testing, however it was not patent. This precluded all other testing. There was a large amount of proteinaceous debris noted in the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).